Event description:
The customer reported the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the dicom box needed to be replaced. The customer will order and replace the dicom box. No conclusion can be drawn as repair information is not available.